Event description:
The pt's device was explanted in late 2007 due to insufficient magnetic attraction between the internal and external magnets. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Labeling- this type of event is addressed in the device labeling.